Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use an alternate form of insulin therapy, mdi, while waiting for replacement. Technical support arranged for a replacement pump with updated software to be sent and provided necessary training information. Caller was instructed to return the problematic pump using a pre-paid label. All instructions were acknowledged by the caller.